Manufacturer narrative:
Follow-up # 1 - 3/23/2015 device evaluation. The lay user/patients test strips have been returned on 2/13/2015 and further evaluated by lifescan product analysis on 3/12/2015 with the following findings:the test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed. In addition a secondary issue was noted; the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error 2 strip issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.